Event description:
The joint marked is supposed to be fused. The pt caught one leaking prior to surgery - otherwise it might have fallen apart during surgery. (On the other, this joint also breaks, but is usually in operating room). (B)(4).